Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(4), and the patient expiration cannot be conclusively determined through this investigation. The patient was implanted with heartmate 3 left ventricular assist system, serial number (B)(4), on (B)(6) 2021. The patient ultimately expired on (B)(6) 2021 due to right heart failure. No alarms or device-related issues were reported in association with the event. Heartmate 3 left ventricular assist system, serial number (B)(4), will not be returned for evaluation as it was not explanted, and no autopsy was performed. No further information is able to be provided by the account at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 26nov2020. The heartmate 3 left ventricular assist system instructions for use lists right heart failure and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The instructions for use states: right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient was implanted with heartmate 3 on (B)(6) 2021 and passed away due to right heart failure (B)(6) 2021. No pump related issues were provided. Privacy laws prohibit the customer from providing information regarding the case. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.